Manufacturer narrative:
In previous report, the reporter captured incorrect information. It has corrected in this report. In box d: serial number has corrected. In box h: manufacture date has corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging other and aggravated afib. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging other and aggravated afib. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed pil was unable to get care orchestrator information from device. Dust-like contamination on the blower box. Black dust-like contamination on the bottom enclosure. Dust-like contamination on the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, dust-like contamination at the air inlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In box h: (device) problem code grid, evaluation method code grid, evaluation results code grid and conclusion code grid has been updated. In box g: device evaluated by mfg? Has been updated. In box d; device avail. For eval? And date returned has been updated.